Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device was fired and the staples did the form. It is unknown what color cartridge was used. The device cut and did not staple on the bronchus. A tx60 device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Protruding staples additional information: [account] claimed they fired the device but it did not staple, and they didn¿t realize it until after they cut the bronchus. According to them there were no malformed staples. The procedure was completed without patient consequence. When [sales rep] was packaging the device, she realized the safety was not on, and started looking at the staple cartridge. She lightly pressed the firing handle, and staples started to progress out the cartridge. Maybe they thought they fired ¿ because there were still staples in the device. Surgeon said that the stapler they turned in [for analysis] was the correct stapler, but they had discarded the reload with the issue and the reload that was in the stapler was a new one. The analysis results found that the device was received in good visual conditions and with a cartridge loaded in the device; the cartridge was received fully loaded with staples and all were noted to be protruding. This is consistent with the comment that the protruding staples may be due to the sales rep activating the device after the case. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.